Event description:
A pt's blood glucose was checked on suspect device 1 with a result of hi and 569 mg/dl. Suspect device 2 result was 159 mg/dl. A lab was drawn and the lab was 117 mg/dl. Controls were in range. No treatment alleged. The devices were replaced and requested to be returned for evaluation.